Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that insulin pump had failed battery test. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer assisted with clearing alarm. Did not get this far due to finding corrosion when troubleshoot failed battery test. Advised to revert to back up plan per hcp instructions. Customer will return device for analysis.

Manufacturer narrative:
Pump passed displacement test, unexpected restart error test and all operating currents tested within the specification range. Pump was monitored and tested with no failed battery test and unexpected battery out limit alarm noted. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted.